Event description:
It was reported that the device interrogation at a routine follow up was found to have no p-wave or r-wave data trend showing rather, "data is invalid' was displayed in place of any trended amplitude data. It was further noted that there was a software bit-flip. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data collected from the device was analyzed and revealed that no anomalies were found.